Event description:
Overdelivery due to operator error reported. The pump had been in use delivering meperidine 10mg/ml, 20mg pca dose with an 8 minute pt lockout. A nurse reported that the meperidine vial had emptied and she placed a new vial. At that time, she reported: "the screen indicated a concentration of 0.1mg/ml." She did not think this was correct so she reportedly went to the nursing station to check the physician orders. In the meantime, the pt requested a bolus dose. The nurse had observed that the concentration was supposed to be 10mg/ml and went back to the pt room. By that time, the pump was delivering the pt requested dose and 1.7mg had infused per display. The nurse stopped the pump at that time. At the incorrect concentration of 0.1mg, this would be the equivalent of 170mg of meperidine. Customer verifies that 130mg remained in the 300mg vial at that time. The pt experienced "drowsiness and itching, and her heart rate went from 76 to 100bpm." She was observed closely and told to increase her fluid intake. She did not require any specific med intervention. She was reportedly "fine and ambulatory approx 30 mins after the event." No add'l info was available.